Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the pump; however, the pump had not shut down due to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer support initiated a replacement of the pump under warranty, advising the customer to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. The customer was instructed to return the faulty pump to tandem and to program settings and connect their continuous glucose monitor to the replacement pump upon its arrival.